Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a high blood glucose reading of 520 mg/dl. The customer treated during the call with a manual injection. Troubleshooting was performed, and the insulin pump had the correct time and date programmed. The customer was pressed for time. He stated he would be eating lunch, then heading out to see his doctor for assistance. Nothing further was reported.